Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due an elective replacement for (magnetic resonance imaging) MRI conditionality. The patient is doing great postoperatively. The explanted device will not be returned as it was disposed per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due an elective replacement for (magnetic resonance imaging) MRI conditionality. The patient is doing great postoperatively. The explanted device will not be returned as it was disposed per facility policy. Additional information indicates that the scs device was replaced due to the expected behavior of charging difficulties associated with the implantable pulse generator (ipg) reaching the end of its lifecycle, as the device has exceeded the standard five year service life. The patient is recovering well postoperatively. In accordance with facility policy, the explanted device was discarded and will not be returned.